Event description:
A (B)(6) female pt with chronic pulmonary heart disease, who initiated inhaled tyvaso (treprostinil) on (B)(6) 2013 at 18-54 micrograms (three to nine breaths) four time per day, reported that last week when she plugged her optineb into the battery the unit smoked like it would catch fire. At the time of the report, she was using her other optineb, which worked, but it did not seem like it was giving out the same amount of medication, but not as much; she couldn't taste the medication, like she did previously. She was advised that a battery replacement and two optineb's would be shipped to her overnight. She confirmed she would send her optineb's back, and that the optineb she was presently using did bubble down. Consumer reporter details withheld, USA.